Event description:
It was reported that the right ventricular (rv) lead had a high pacing impedance trend for approximately six years. When the lead was checked with the analyzer during a routine device change out, the bipolar impedance was 1,472 ohms, the unipolar impedance to the tip electrode was 1,595 ohms and the unipolar impedance to the ring electrode was 263 ohms, so an inner conductor fracture was suspected. Also, the pacing capture threshold varied slightly for the different pacing configurations. The physician elected to reprogram the pacing output and pacing configuration and to set the lead monitor polarity switch to monitor only with an alert for impedance of 3000 ohms. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).